Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer reported using insulin from old cartridge when loading new cartridge and changing cartridge every 3 days. Clinical support specialist team informed the customer that cartridges are to be replaced every 48 hours when using humalog per the user guide. Customer's blood glucose was 214-236 mg/dl at time of event.